Event description:
It was reported that, the patient with this right atrial (ra) lead complained about fluttering every night at the same time. (B)(6) recommended to turn off the right atrial automatic threshold (raat) test to see if patient notices a difference in symptoms. Additionally, there was found farfield oversensing on the ra channel. Ts discussed options of extending blanking period or decreasing ra sensitivity. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).